Manufacturer narrative:
During follow-up, the patient said there were no defect or malfunction with the f14nc units, and did not know the lot number of the units she was using at the time of the infection.

Event description:
Intermittent catheter patient (user) stated she is getting over a urinary tract infection (uti) concurrent with catheter use, and was treated by an urgent care/emergency room doctor. During follow-up, the patient said she was prescribed an antibiotic, took it, and fully recovered.